Event description:
It was reported that a user experienced a dexcom g7 signal loss after a supply change while using the ilet system, and the agent instructed the user to toggle between g6 and g7, after which the signal was restored within minutes. Symptoms included no reported alerts or alarms and no clinical symptoms. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting and user education conducted during the call. Investigation of this case revealed a transient communication issue between the continuous glucose monitor and the system that resolved with user-directed settings toggling, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction resolving a temporary connectivity interruption.